Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: (B)(4)

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported that after a patient scan, an artifact appeared on scanned images. A philips field service engineer (fse) went onsite to evaluate the system. The fse visually inspected the system and found that the compensator was broken. The fse replaced the compensator to resolve the issue. System calibrations were performed successfully. The fse confirmed that there was no harm to a patient and no misrepresentation and/or mistreatment as a result of the artifact. The system is functional and in clinical use. This issue has been determined not to be a reportable event.